Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. A repeat test was performed using another molecular method and the result was negative. The customer stated results were not reported out so there was no report of patient impact. Assays used: unspecified. " (B)(6) 2021, 18:03:16 (gmt) customer problem: all covid samples in a full bd max run were pos for n2 and neg for n1. Steps taken with customer/troubleshooting: called to follow up with the customer - all the samples in question were re-tested for genx, all came out neg for both targets, and that's how they all were reported; the lab has one bd max that is used by many people around the clock, there is a high traffic area around the instrument, the lab has never performed ems; suggested to first run the em before cleaning to locate the "hot" spots for a future reference, emailed instructions for extended em, asked to clean the instrument, make sure to wipe after cleaning to avoid possible inhibition issues as well, and then run ems again to make sure the issue is resolved; customer asked if a specialist could come and help them clean if the issue will still persist after the troubleshooting. Next steps (if necessary): follow up with the customer after the second em is done resolution achieved (y/n): pending em results. Quantity received and quantity affected: n/a. Shipment method (directly or via distributor): n/a. If it is a distributor ¿ who is it? N/a. Photos or returns requested? N. Replacements or credit requested: n. Follow up required (y/n): y. If consumable is tested on bd instrumentation, list serial numbers: (B)(4). Indication that customer is industrial indu (if applicable): clinical. Is a letter signed by quality required (y/n): n. (B)(6): 2021-03-27 17:53:28 (gmt) . Subject: call 3/27/2021, 1:23:33 pm. User: (B)(6). Created on: 2021-03-27 17:23:34. Call activity comment: null. (B)(6) : 2021-03-27 17:47:47 (gmt) max 44500301 n2 amplicon contamination."

Manufacturer narrative:
H.6. Investigation: customer has a contamination problem with the max instrument (material number: 441916, serial number: (B)(6)). "The pipette was cleaned with bleach as recommended. The bd max processed 5 patient specimens on (B)(6) 2021 and the run has just - finished: all is well. The bd max is back in service". The complaint is not confirmed as failure of bd product. The root cause is "user error". Review of DHR is not necessary as the complaint is not caused by the instrument. Quality did not receive any returned parts or instrument for investigation. Review of device history record (DHR) is not necessary due to the age of the instrument. No new risks, trends, or hazards were identified. Bd will continually monitor for trend.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. A repeat test was performed using another molecular method and the result was negative. The customer stated results were not reported out so there was no report of patient impact. Assays used: unspecified. " (B)(6): (B)(6) 2021 18:03:16 (gmt). ¿ customer problem: all covid samples in a full bd max run were pos for n2 and neg for n1. ¿ steps taken with customer/troubleshooting: called to follow up with the customer - all the samples in question were re-tested for genx, all came out neg for both targets, and that's how they all were reported; the lab has one bd max that is used by many people around the clock, there is a high traffic area around the instrument, the lab has never performed ems; suggested to first run the em before cleaning to locate the "hot" spots for a future reference, emailed instructions for extended em, asked to clean the instrument, make sure to wipe after cleaning to avoid possible inhibition issues as well, and then run ems again to make sure the issue is resolved; customer asked if a specialist could come and help them clean if the issue will still persist after the troubleshooting. ¿ next steps (if necessary): follow up with the customer after the second em is done ¿ resolution achieved (y/n): pending em results ¿ quantity received and quantity affected: ¿ shipment method (directly or via distributor): ¿ if it is a distributor ¿ who is it? ¿ photos or returns requested? N ¿ replacements or credit requested: n. ¿ follow up required (y/n): y'. ¿ if consumable is tested on bd instrumentation, list serial numbers: ct1786 ¿ indication that customer is industrial indu (if applicable): clinical. ¿ is a letter signed by quality required (y/n): n. (B)(6): (B)(6) 2021 17:53:28 (gmt) subject: call (B)(6) 2021, 1:23:33 pm. User: (B)(6). Created on: (B)(6) 2021 17:23:34. Call activity comment: null. (B)(6): (B)(6) 2021 17:47:47 (gmt) max 44500301 n2 amplicon contamination".